Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. A correlation between the device and the reported gi bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had developed chronic anemia shortly post-implant ultimately requiring transfusion of several units of packed red blood cells. A dieulafoy lesion was identified in a gastrointestinal procedure on (B)(6) 2016 and was clipped. The patient was reportedly stable as of (B)(6) 2016 but had not been discharged from initial implant. The patient continued to have anemia but did not require transfusion.